Event description:
It was reported that the handpiece began overheating during a surgical procedure. The procedure was completed. There was no adverse consequences associated with the event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. The reported condition of the device overheating could not be confirmed. Based on investigation details, the handpiece passed all testing related to heat. The lower rotor bearing was found lodged in the motor. The bearings and motor, along with other components, were replaced.